Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found the keypad buttons required excessive force to activate a response. It was also observed that the keypad buttons became inverted when pressed and did not always spring back. It was found that there was adhesive under all key contacts. Unrelated to the complaint, during eval a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. It was also observed that the pump displayed a dim reddish verify screen.

Event description:
It was reported that the buttons are not responding. It was also reported there are no signs of structural damage or peeling to keypad and the pump has not been exposed to water.